Event description:
The health care professional indicated to the patient's spouse that there was a "disruption" when reading the EKG. After the EKG, the patient experienced a loss of therapeutic effect. The spouse stated the patient "could hardly walk after the EKG". The patient's stimulation was verified to be on. The next day, the patient was doing better. The patient was at home. The patient was encouraged to follow-up with his health care professional. In 2008, the patient reported that he visited his health care professional. His device was reprogrammed and his programmer was replaced. The patient was still having problems with his system. He was unsure if he would need surgery to fix the problem. He was also unsure if the problems were related to the implanted system. Additional information has been requested, a follow-up report will be sent if additional information becomes available.